Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false positive and false negative result when using kit grp a strep 30 test veritor (material # 256040), batch number was provided by the customer was 3018446 which is found to be an invalid batch number. This investigation was carried out as batch unknown. Bd quality performs a systematic approach to investigate all false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing could not be performed as no batch number was provided. No photos or physical samples were received; therefore, return sample analysis could not be performed. Based on the available information understood that customer had obtained negative result by the analyzer, but customer tried to read visually, and the cartridge had a very faint positive line. The result was obtained by the analyzer is valid, and the test was never designed to read visually. If customer want to confirm the result, they could do reanalysis using a new cartridge or the customer may want to consider other methods to determine whether the sample is positive or negative. The reported issue was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for false positive was identified.

Event description:
Report 2 of 2 it was reported that kit grp a strep 30 test veritor false positive results have occurred. The following information was provided by the initial reporter: customer reporting false negative and false positive results the customer is alleging a delay in treatment for patients whose cultures come back positive if the analyzer reports negative. The customer was expecting negative analyzer results that are confirmed positive by culture. They are reporting positive results from the analyzer that are then confirmed negative by culture.

Event description:
Report 2 of 2. It was reported that kit grp a strep 30 test veritor false positive results have occurred. The following information was provided by the initial reporter: customer reporting false negative and false positive results. The customer is alleging a delay in treatment for patients whose cultures come back positive if the analyzer reports negative. The customer was expecting negative analyzer results that are confirmed positive by culture. They are reporting positive results from the analyzer that are then confirmed negative by culture.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.